Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer was dispatched to the customer site to further investigate the reported complaint. Fse went on site and confirmed the customer reported complaint. The master tool manipulator right (mtmr) would rapidly spin like a propeller and then fault with error 23013. The fse noted and took picture of blood on the mtmr gimbal as well as on the right side base of the surgeon side console cover. It appeared as if a solution was sprayed on the dried blood, but never cleaned off. The fse was unable to determine if this was the culprit of the issue. The fse replaced the mtmr. The system was tested and verified as ready for use. Isi received the mtm2 associated with this complaint and completed the device evaluation. Failure analysis stated that the reported failure "non- intuitive motion in gimbal" was able to be reproduced during calibration (via matlab). The master tool manipulator refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to the right (mtmr). No images or videos were shared for the event. This complaint is being reported based on the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the mtmr had repeated recoverable faults. System unavailability after the start of a surgical procedure (first port incision) could lead to the procedure to be converted/aborted. Although no patient harm occurred, if this malfunction were to recur it could potentially cause or contribute to an adverse event. The following was found during the device evaluation, but is not related to the reportable finding: the opto button pads and gimbal grip pads were found to be worn out. The gimbal yaw cover was found to be scratched during evaluation. The gimbal yaw cover will be replaced. Errors 23015, 23027, 23008 were observed along axis 6.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, the customer had repeated recoverable faults. The intuitive surgical, inc. (Isi) technical support engineer viewed logs and found error 23013 on the surgeon side console serial number (B)(4) right manipulator. The tse informed the customer that the system required service to resolve the issue. The surgeon had been able to recover the fault so far. The surgeon continued with the case robotically. The customer called back to state that they disabled the master tool manipulator right and could not control it. The customer was wondering how to gain control of the mtmr again. Tse informed customer that once a manipulator has been disabled the user must power cycle the system to restore. Tse recommended removing instruments and power cycling system. The customer stated that they will power cycle the system, but wanted to end the call. The tse informed customer that the error could return and offered to stay on the line, but the customer ended the call. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer power cycled the system and the surgeon was able to continue, but then they had another issue after the phone call with tech support and the surgeon elected to bring in another ssc to finish the case. The nurse was asked if the mtm spinning was the issue that occurred afterwards, however the nurse suggested contacting the robotics coordinator for further information. There was no report of patient injury. Information regarding patient demographic, relevant tests, and patient medical history were requested. However, no further details have been received as of the date of this report.